Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. However, the ¿check baseline¿ message was displayed during the procedure, consistent with the reported force issue. Additionally, force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00235; 3008452825-2017-00307; 2182269-2017-00144. During a pulmonary vein isolation ablation procedure, a cardiac perforation occurred. After approximately five hours of ablation, the introducer was exchanged and a second transseptal puncture was performed. The patient became hypotensive and a pericardial effusion was noticed on the ice catheter and confirmed with an echocardiogram. No intervention was performed; the effusion resolved spontaneously and the patient was stabilized. There were no performance issues with any abbott devices.